Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported reported during the intraocular lens (iol) implantation noted peripheral scratches on the lens with no visual impact, the iols do not need to be removed. Additional information was requested.

Manufacturer narrative:
The facility returned multiple samples to the manufacturing site. However, it is unknown which samples belong to each event or if any of the returned samples were used during the reported event. The lot number was not reported. Confirmation/clarification was requested however, further information has not been received. All returned samples will be evaluated in file ID (B)(4). A sample was not received for this file at the manufacturing site for evaluation for the report of small scratch peripherally on iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).